Event description:
It was reported that the patient presented for device upgrade. The atrial lead exhibited high thresholds and loss of capture. The patient was in atrial flutter. The lead remained implanted and used with the new device. The patient was stable prior during and after the procedure.